Event description:
The dental implant fx4312mlc was removed on (B)(6) 2017 due to loss of osseointegration 5 years after implantation. The doctor indicated that bone resorption may have lead to the implant removal. The patient is diabetic and has been recovered without complications.